Event description:
It was reported that the patient was undergoing a 2 level acdf procedure when the top of the screw had broken and some debris had come off the screw during insertion. The surgeon had just engaged the screw with the bone and did not screw in when he noticed the screwdriver move and the breakage appeared.

Manufacturer narrative:
Method: visual inspection( photos), labelling review, risk assessment result: the customer reported event was confirmed via the photos examination. The fragments removed without delay. The device was not returned and lot number was not provided, so manufacturing records review could not be completed. It was reported that the punch awl and drill was used as per recommended by the surgical technique guide and that the patient had good bone quality. Conclusion: the possible causes include screw inserted at an angle, drill guide/awl not attached to plate securely, drill guide/awl attached outside of design range.

Event description:
It was reported that the patient was undergoing a 2 level acdf procedure when the top of the screw had broken and some debris had come off the screw during insertion. The surgeon had just engaged the screw with the bone and did not screw in when he noticed the screwdriver move and the breakage appeared.